Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h6: updated FDA's method and conclusion codes h10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained 46mg/dl fasting. The expected fasting blood glucose test result range is 100-115mg/dl. The customer did report symptoms of feeling tired and weak. During the call medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the kitchen and bedroom. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is 6/2/2019. The meter memory was reviewed for previous test result history: result 1 : 82mg/dl date: (B)(6) 2019 time: 9:29 am non-fasting, result 2 : 62mg/dl date: (B)(6) 2019 time: 7:18 am fasting, result 3 : 73mg/dl date: (B)(6) 2019 time: 9:10 pm fasting, result 4 : 82mg/dl date: (B)(6) 2019 time: 7:18 pm fasting, result 5 : 91mg/dl date:(B)(6) 2019 time:10:54 am fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained 46mg/dl fasting. The expected fasting blood glucose test result range is 100-115mg/dl. The customer did report symptoms of feeling tired and weak. During the call medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the kitchen and bedroom. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is 6/2/2019. The meter memory was reviewed for previous test result history: (B)(6).